Manufacturer narrative:
Based on the claim against the product by the customer noting a non-recoverable fault on the system while an instrument was gripping tissue, an investigation was completed to determine the cause of this reported event. The technical support engineer had the site shut down the system, reseat the fiber cable, and then restart the system. The system powered up without errors and the procedure was able to proceed. The field service engineer (fse) also called the site for follow-up and confirmed that the issue had been resolved with a power cycle and that the system was functioning properly since. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved. A review of the site¿s system logs confirmed that a surgical procedure was performed on system serial#: (B)(4) on (B)(6) 2022. No image or procedure video was provided for review. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: it was reported that tissue was stuck in the instrument's jaws when the instrument failed to release from tissue due to a system fault. Medical intervention may be required in the event that the instrument fails to unclamp/release from tissue when commanded by the user or system. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted rectopexy surgical procedure, the site encountered a non-recoverable fault on the system while an instrument was gripping tissue. The technical support engineer had the site shut down the system, reseat the fiber cable, and then restart the system. The system powered up without errors and the procedure was able to proceed. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) attempted follow-up to obtain additional information. However, no further details have been received as of the date of this report.